Event description:
On (B)(6), customer reports via phone that when staff attempted to start room for days procedures, the system table movement locked up and fluoro would not function. Customer has four pts scheduled for urology urodynamic procedures, in which the urology table and fluoro are a part of. Without the urology system, the procedures can be completed, but customer states they feel they are providing sub-optimal care for the pt. Customer does not have a back up room. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.